Event description:
It was reported that the motor device needed unspecified repairs and was "broken". The reporter indicated the device was picked up from a repair bin in the surgical reprocessing (srp) department and had a tag specifying the device was "broken". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure. There were spare devices available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation without an alleged malfunction.  (B)(4) evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not confirmed. Therefore, an assignable root cause was not determined.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.